Event description:
It was reported that a user experienced elevated blood glucose of 343 mg/dl after a meal while using the ilet system, with an initial troubleshooting check indicating normal pump priming and a dry, intact infusion site; a subsequent review identified tubing that had been partially disconnected, which was reconnected and blood glucose returned to range. Customer care provided assistance that included technical troubleshooting with the user of insulin delivery setup. Investigation of this case revealed a partially disconnected infusion set tubing resulting in interrupted insulin delivery. No clinical symptoms associated with hyperglycemia reported. Outcomes included transient elevation in blood glucose without the need for medical intervention. It was concluded that the hyperglycemia resulted from an infusion line disconnection, and the device functioned as designed once the tubing was reconnected.